Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned the connector to the rotation potentiometer. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the 9900 system displayed a motion error message. No pt injury was reported.